Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (450 mg/dl)and was hospitalized due to diabetic ketoacidosis on (B)(6) 2015 . Reportedly, the customer was unable to stabilize blood glucose levels with the pump and through manual injections. Customer was treated through intravenous insulin drip, medication for high blood pressure, and medication to treat the customer's vomiting.